Event description:
It was reported to philips that the allura image drive was full. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the image processing computer and all three hard drives which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) procedure which was completed by deleting the previous case images. The philips field service engineer (fse) went onsite and confirmed the reported problem. The fse tried to fix the issue by replacing the hard drives and re-creating the ippc's image disk, but neither way succeeded. Troubleshooting showed that the image processing pc (ippc) failed, nevertheless, a part analysis of the returned image processing pc revealed no faults. However, the fse replaced the image processing pc (ippc) and three hard drives, installed software, restored the image store, and created a system ghost backup. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code grid code was corrected.